Event description:
A report was received that the patient had a fall and had exacerbation of the back pain. It was noted that the fall was not device related. The patient went to ER (emergency room) where the lead was removed. No device malfunction suspected.